Manufacturer narrative:
The manufacturer previously reported a patient was allegedly smoking a cigarette while using an everflo oxygen concentrator and a fire ignited. The patient expired in the fire. Repeated attempts for additional information has been unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a patient was smoking a cigarette while using an everflo oxygen concentrator and a fire ignited. The patient expired in the fire. The investigation is still ongoing. A follow up report will be filed when the manufacturer has completed the investigation.